Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned to use another system. The philips field service (fse) visited onsite and confirmed that the clea arc movement failure was due to high humidity. To resolve the issue the fse recalibrated the parameters, movements and the bodyguard. Following these actions, the system was restored to normal operation and returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the c-arm movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.